Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact stated that the patient had been hospitalized on (B)(6) 2017 because of fluid in the lungs and was still hospitalized as of (B)(6) 2018. Additional information and medical records were requested.

Event description:
A peritoneal dialysis (pd) patient contact stated that the patient had been hospitalized on (B)(6) 2017 because of fluid in the lungs and was still hospitalized as of (B)(6) 2018. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was hospitalized from (B)(6) 2017 to (B)(6) 2018 due to pleural effusion. Per pdrn the patient was known to have issues with pleural effusion as a result of the patient¿s renal failure. The pdrn stated the patient reverted modalities to in-center hemodialysis treatments beginning (B)(6) 2018 as it created complications with the patient¿s peritoneal dialysis therapy. Per pdrn it was unknown if the patient¿s pd catheter had been removed at this time. The patient was expected to permanently remain on hemodialysis, and the patient was able to continue in-center hemodialysis treatments without further issue. Medical records were requested.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact stated that the patient had been hospitalized on (B)(6) 2017 because of fluid in the lungs and was still hospitalized as of (B)(6) 2018. Additional information and medical records were requested.

Manufacturer narrative:
Conclusion: a temporal relationship exists between the patient¿s diagnosis of pleural effusion and the liberty cycler. The causal event of the pleural effusion cannot be determined based on the available information. There is no documented malfunction against the liberty cycler or allegation of a deficiency related to this event. The patient has a history of pleural effusions attributed to her renal failure and it is unknown if there were any comorbidities that contributed to the pleural effusion. This recurring issue has led to the transition of the patient from pd to hd therapy.

Event description:
Information in the complaint file was reviewed by a post market surveillance clincian. On 01/09/2018 the contact for this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient was hospitalized (B)(6) 2017 due to fluid in the lungs (signs/symptoms unknown) and was still hospitalized at that time. Hospital course was unknown. Later that evening, the report was confirmed with the patient¿s peritoneal dialysis registered nurse [pd(rn)]. Additional follow up with the pdrn on 01/22/2018 documented that the patient was hospitalized on (B)(6) 2017 due to pleural effusion. Per the pdrn the patient was known to have issues with pleural effusion as a result of their renal failure. The patient transitioned to in-center hemodialysis (hd) on (B)(6) 2018 and was then discharged from the hospital. Additional hospital course was unknown. It was unknown if the patient¿s pd catheter (not a fresenius product) had been removed. The patient is expected to remain on hd therapy and has continued to complete hd therapy with no reported issues.